Manufacturer narrative:
The reported problem was not able to be confirm the final disposition of the device because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened. H3 other text : refer to h10.

Event description:
The customer reported that there was no sound coming from the device. It is unknown if the device was in use at time of the event and no adverse event was reported.